Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during the spinal fusion procedure on (B)(6)2018, the 2.4mm drill bit was found to be broken in the instrument set. The broken piece was not found. Staff was not sure if the broken device was discarded. No patient consequence reported. The patient status and surgical outcome are unknown. This report is for one (1) 2.4mm drill bit/qc with 65mm stop. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 388.394, lot u158300: release to warehouse date: october 17, 2012 and december 07, 2012. Supplier: (B)(4). The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was completed: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of a broken drill bit, which agrees with the reported complaint condition. A portion of the distal cutting fluted area has sheared off at an oblique angle. The broken off distal fragment was not returned. The returned device was manufactured in 2012 and is approximately six (6) years old. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed during this investigation. The diameter of the drill bit adjacent to location of breakage was measured and was within specification. The design specified the drill bit was to be manufactured from 440a stainless steel. During the device history record (DHR) review the material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. A definitive root cause for the drill bit breaking could not be determined based on the provided information. The oblique fracture angle suggests that an off-axis force may have contributed. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: part # 388.394. Synthes lot # u158300. Supplier lot # u158300. Release to warehouse date: 17oct2012; 07dec2012. Supplier: orchid unique. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary: visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of a broken drill bit, which agrees with the reported complaint condition. A portion of the distal cutting fluted area has sheared off at an oblique angle. The broken off distal fragment was not returned. DHR review: the returned device was manufactured in 2012 and is approximately 6 years old. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. No product design issues or discrepancies were observed during this investigation. Dimensional inspection: the diameter of the drill bit adjacent to location of breakage measured 2.39mm which is within specification of 2.4mm +0/-0.05mm. Material analysis: the design specified the drill bit was to be manufactured from 440a stainless steel. During the DHR review the material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Conclusion: a definitive root cause for the drill bit breaking could not be determined based on the provided information. The oblique fracture angle suggests that an off-axis force may have contributed. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.